Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the right atrial (ra) lead exhibited high pacing impedance measurements. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.